Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer's blood glucose was 200 mg/dl at time of alarm. Multiple attempts were made by tandem technical support to follow up with the customer and complete troubleshooting, but no response was received, and no additional information was provided.